Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was presented to the hospital with complaints of shortness of breath that had been ongoing for three days. An electrocardiogram was performed, and the results were abnormal. The patient¿s troponin results were elevated and increasing. The patient was then transferred to another hospital for left heart catheterization. The left heart catheterization revealed severe multi-vessel disease with an elevated end-diastolic pressure. The decision was made to place the impella cp in a pre-operative setting and transfer the patient to another hospital for a high-risk coronary artery bypass graft procedure. The patient was successfully transferred to the hospital, and the following day the patient was taken to the cardiac catheterization laboratory (ccl) for a percutaneous coronary intervention (pci). Two drug-eluting stents were placed to the left circumflex coronary artery, however the attempt to intervene on the left anterior descending coronary artery (lad) was not successful, and the medical team determined that the patient was no longer a surgical candidate for coronary artery bypass graft. Additionally, it was reported that the automated impella controller stopped displaying the placement signal and shortly after the loss of placement signal, the aic had a yellow controller error alarm. The aic was exchanged for another unit and the yellow alarm resolved. The following day, it was noted that the patient¿s urine output was slightly pink and was decreased since admission to the hospital. The patient was given fluid volume, and it was noted the urine color cleared throughout the day. The following day, the patient was taken back to the ccl to address the lad with another pci. The pci was successful, and the patient was implanted with two stents to the lad and two stents to the right coronary artery. Following the procedure, the patient was successfully weaned and the impella cp was explanted. This complaint involves two impella devices: impella cp with serial number (B)(6), automated impella controller with serial number (B)(6). This MDR specifically addresses automated impella controller with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Added e1 initial reporter facility name was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.